Event description:
It was reported that an 840 ventilator had lower gui (graphical user interface) display is blank. The ventilator was not on a patient at the time of the event. The service engineer inspected the unit and verified the reported condition, he replaced the gui board and backlight inverters to correct the issue. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.